Event description:
It was reported that the zimmer ats 200 unit was not holding pressure, and the pump continued to run during use. There was no report of injury or medical intervention associated with the incident.

Manufacturer narrative:
The device was returned to the MFR for repair. The service records indicate that the device is 14 yrs old and has never been returned for servicing. The inspection found that the device had reservoir leak, due to a faulty check valve. The cause of the reported complaint was a faulty check valve. A leaking check valve can cause the pressure reservoir to drain, causing the pump to run more often to maintain the set pressure. The alarm the customer heard was likely a res leak alarm, indicating the reservoir was not maintaining an adequate pressure. The device was serviced and returned to the customer.